Manufacturer narrative:
Title: prospective evaluation of the hemorrhoid energy treatment for the management of bleeding internal hemorrhoids source: https://www.f6publishing.com world j gastrointest endosc 2021 august 16; 13(8): 329-335 doi: 10.4253/wjge.v13.i8.329 issn 1948-5190 (online). If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature, a prospective study evaluated the outcomes of patients with grade I or ii internal hemorrhoids who underwent hemorrhoid energy treatment from (B)(6) 2016 to (B)(6) 2019. The het bipolar system was used in all patients. There were 73 patients in the study and postoperative complications included persistent rectal bleeding. Six patients required a second procedure due to bleeding. Three patients had persistent bleeding after repeat procedure.